Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker determined that the cause of the reported issue was due to a failure of the system pcb assembly. A replacement for this part is no longer available. The customer will be advised that their device is unrepairable.

Event description:
The customer contacted stryker to report that their device will not power on. There was no report of patient use associated with the reported event.